Event description:
It was reported that during testing, the bur was chattering. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Manufacturer narrative:
Correction: d9: the device was not received for evaluation. Additional information: d4: UDI is unknown as the catalog/lot number was not reported. H6: the quality investigation is complete.

Event description:
It was reported that during testing, the bur was chattering. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.